Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos). The rv lead was reprogrammed and remains in use. The patient is a participant in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient received two inappropriate shocks due to twos. No further patient complications have been reported as a result of this event.